Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded non-sustained episodes and delivered inappropriate shocks due to myopotential oversensing. A procedure was performed to reposition the electrode to avoid the pectoralis which was suspected to be the source of the myopotential noise. It was noted that the signal appeared to improve and system efficacy was verified with defibrillation threshold testing. Several weeks later the patient presented for a stress test at which time myopotential noise continued to be observed in addition to a number of polymorphic premature ventricular contractions (pvcs) as physical effort increased. An untreated inappropriate episode was also found recorded to the device and variable intrinsic amplitudes observed. Boston scientific technical services (ts) reviewed available information and discussed possible causes while suggesting additional x-rays be obtained to verify system placement. The patient was later seen for additional follow-up at which time it was confirmed that no new episodes were stored to the device. The gain setting of the sensing vector was also adjusted per ts recommendation from 2x to 1x. The physician elected to perform no further x-rays or intervention and plans to follow the patient remotely for the time being. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Additional information was later received indicating the patient presented to the hospital following additional instances of noise and untreated episodes recorded to the remote monitoring system. In order to avoid additional inappropriate therapy a revision procedure was subsequently performed wherein the s-ICD and electrode were explanted and replaced with a transvenous ICD system. No additional adverse patient effects were reported.